Event description:
It was reported that on (B)(6) 2011, the patient underwent a l2-3, a dlif, posterior spinal fusion and right-sided foraminotomy and decompression. During the surgery, ¿either" rhbmp-2/acs or puregen was used. Sometime postop, the patient experienced pain and difficulty sitting, standing, walking, and is restless. The patient conducted physical therapy at home with a care agency. Patient treated with surgeon until (B)(6) 2011.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.